Event description:
The customer reported the system was intermittently not booting up. There is no reported pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was identified as being defective. No add'l service info is available.